Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The tubing set was being used to deliver normal saline at a rate of 100ml/hr. It was reported during transfer of the pt from the ER to the maternal child unit the tubing set snapped out of the top of the cassette. At that time, an unspecified volume of solution leaked from the top of the cassette. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to his pt. No medical interventions were required. No additional info was provided.